Event description:
I was assisting my mother from a seated position to a standing position using her walker and the front right wheel component completely broke off causing the front of the walker to shift forward abruptly. This could have resulted in a fall and probable head injury.